Event description:
Healthcare professional reported a lap-band tubing leak first noticed when the physician noted "missing fluid" during an adjustment fill. The tubing only was explanted, and band tubing was spliced and repaired.

Manufacturer narrative:
(B)(4). The access port associated with this report was not returned as the access port was not explanted and returned with the tubing piece. Allergan has received the product however the analysis has not been completed at this time. Based upon the implanted date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."